Event description:
Reporter indicated that the patient was having device replaced due to end of service. No adverse events were reported. Product was returned to manufacturer and underwent analysis. Upon analysis, it was found that end of service as a result of battery depletion was confirmed. A battery life calculation showed -0.03 years remaining until end of service. During testing, transistor q9 was found to exhibit an out-of-limit leakage current at test chamber temperature. This leakage could potentially be a contributing factor to the end of service. However, results of the battery longevity prediction confirm that the end of service condition was an expected event and this slight leakage is expected to have only a minimal effect on the end of service condition.